Manufacturer narrative:
Follow-up #1: date of submission 05-dec-2019 device evaluation: the device has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: a review of the pump¿s black box showed two occlusion alarms due to an unidentified high force on (B)(6) 2018. The pump continued to deliver the programed basal rate with no additional occlusion until end of use on (B)(6) 2018. During testing, the pump successfully completed the 12 hour duration test with no occlusions. The force sensor calibration was found to be within required specification. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a frequent/persistent occlusion alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.